Event description:
Consumer called to report they ware very upset with the readings they are getting on their meter. Analysis run on clark error grid using mean avg reading (65) as ref point vs bd reading (38, 92) yielded data points in the d range of the grid, outside acceptable limits.